Event description:
Consumer reported complaint for the trueplus pen needles; complaint was initially reported via e-mail and customer was contacted by telephone. Customer stated that 32g pen needles did not always dispense his humlin n insulin; customer stated that nothing comes out when the plunger is depressed. Customer stated that he has been using this brand of pen needles for over a year. Customer stated that he has been using the product out of this package for several weeks. The package had not been open or damaged when received. The customer is using compatible product and the pen needle is properly aligned. The customer feels well and did not report any symptoms. Customer did not claim they were injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 09-dec- to ensure the customer¿s initial concern was resolved-, able to contact customer who stated the initial issue has been resolved.

Manufacturer narrative:
Sections with additional information as of 20-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.